Event description:
A manufacturer representative (rep) reported that "in the past" the setscrew "clicked" down on the lead but the lead was still able to come out of the header block. They backed out the screw and tried to rethread it but the issue remained. The rep was able to resolve the issue by speaking with technical services. There were no patient symptoms alleged. Indication for implant is unknown.